Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sets screws became loose after final tightening ¿ surgeon had to re-tighten all sets screws on one side. Reported ¿lag¿ in torque limit (was torquing out early).

Manufacturer narrative:
(B)(4). Visual examination of the torque wrench revealed significant discoloration of the surface of the handle and metal shaft of the device. Superficial wear in the form of nicks and scuff marks on its surface of the device was observed as well. The device was returned set to the 80 in*lbf torque setting and could not be adjusted to the other settings by hand. Torque testing was conducted. Device was found to be out of required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque wrench has a potential field age of 7 years. It has been likely subjected to numerous autoclave cycles over its time in use. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torquing of the driver can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.